Event description:
It was reported that the original package had holes in it. No case or pt involvement.

Manufacturer narrative:
Evaluation summary: the original carton for device a was returned with an individual sealed package. Upon receipt of the package, it was verified that a hole was present on the seal. Package b had holes on the outside of the sealed region of the package. Package c had holes in the seal area of the package. Obvious visual damage such as this would have been detected during the 100% visual inspection, and thus this most likely occurred outside of the packaging facility. The batch history records were reviewed with no protocols, defects or non-conformance's noted.